Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The catheter did not display contact force when connected to the tactisys quartz unit. The catheter met specifications for leak testing initially, however, further testing noted the catheter did not meet specifications during shaft leak testing. Dissection revealed a leak at the irrigation tubing and tip assembly junction due to inadequate adhesive bonding, consistent with fluid ingress and a loss of force data during the procedure.

Event description:
Based on the analysis of the returned device, a leak was noted. It was reported that the catheter wasn't recognized after connecting it to the tactisys. The catheter was replaced and the procedure was completed with no patient consequences.